Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this pacemaker and right ventricular (rv) lead experienced syncopal episodes corresponding to an automatic switch from bipolar to unipolar configuration due to high out-of-range pace impedance measurements. Episodes of loss of capture due to labile pacing thresholds as well as noise resulting in pacing inhibition were also observed. The device was reprogrammed to bipolar and sensitivity decreased but pacing inhibition continued to be observed. An x-ray was provided to boston scientific technical services (ts) whom concluded the rv lead was under-inserted that would explain the inconsistent pacing threshold, sensing, and pace impedance measurements. A revision procedure was performed during which time blood was found in the lead lumen near its proximal end. Troubleshooting was unable to resolve loss of capture, so the physician elected to implant a new system on the patient's right side as implant of a new lead on the left was unsuccessful. The chronic rv lead was surgically abandoned, and device explanted. No additional adverse patient effects were reported.